Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure in order to treat stress urinary incontinence, a cystocele, and a recetocele and a mesh was implanted. The patient underwent the concurrent procedures of cystocele/rectocele repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion extrusion, infection, urinary/bowel problems, fistulae, recurrence, vaginal scarring bleeding, and dyspareunia. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2010 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary urgency.